Event description:
We have discovered a problem with healthcare computer; retail pharmacy management system. A prescription was entered into the synercom system and a picture of the label and the prescription were scanned into the ez-flow system. The patient instructions were consistent in all 3 places. Then we used the system to fax the doctor for refills and the patient instructions came out of the system different. The correct directions were "use one syringe 7.5mg as needed for seizures lasting longer than 5 minutes". The directions on the fax read "use 1 syringe //7.5mg// as needed for seizures lasting give 1 tablet by mouth once". The last part was somehow substituted by the system. If the fax record was used to create a new prescription then instructions could be wrong creating a possible risk to the patient due to overdose, underdose or wrong route, etc.. We have seen this kind of behavior in this system before and reported it to the company. Last october we had a patient prescription that had instruction that read "give 0.4ml by mouth three times daily". The patient decided to not pick up the prescription so it was placed on hold in the system. So 8 days later, the patient decided to fill the prescription. When we processed the prescription from hold, without modifying it, the instructions read "every 4 to 6 hours as needed for seizures". So the same thing happened with the same kind of risk involved.